Event description:
Event [preferred term] (related symptoms if any separated by commas) the patient was hospitalized [hospitalisation] the patient suspected that there was 1 cm gap between the piston rod and the rubber plunger, and suspected that there was a product quality issue. [Device issue] medication leakage occurred due to not removing the needle [product leakage] case description: this serious spontaneous case from china was reported by a consumer as "the patient was hospitalized(hospitalization)" beginning on (B)(6) 2024, "the patient suspected that there was 1 cm gap between the piston rod and the rubber plunger, and suspected that there was a product quality issue.(device component issue)" with an unspecified onset date, "medication leakage occurred due to not removing the needle(product leakage)" with an unspecified onset date, and concerned a (age not reported) female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from 2023 for "product used for unknown indication", patient weight, height and bmi were not reported dosage regimens: novopen 6: novorapid penfill: on(B)(6) 2023 to not reported; procedure: hospitalized (to regulate blood glucose) the patient was hospitalized in the summer of 2023 to regulate blood glucose and began to use novorapid penfill. The patient began to use novopen 6 in (B)(6) 2024. On an unknown date, the patient suspected that there was 1 cm gap between the piston rod and the rubber plunger, and suspected that there was a product quality issue. The staff of the drug store said that the patient had taken away the pen. The pen had not been used yet. Novorapid flexpen was already bought for use. The staff also reported that the patient was hospitalized on (B)(6) 2024. Novorapid penfill was used. The staff followed the hotline's instructions, and the malfunction of the pen was solved. The staff thought that malfunction of novopen was caused by the patient's handing method. Medication leakage occurred due to not removing the needle, resulting in the gap. The hotline contacted the patient again, but no one answered the phone. Batch numbers: novopen 6 and novorapid penfill: were requested. Action taken to novopen 6 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "the patient was hospitalized(hospitalization)" was not reported. The outcome for the event "the patient suspected that there was 1 cm gap between the piston rod and the rubber plunger, and suspected that there was a product quality issue.(device component issue)" was recovered. The outcome for the event "medication leakage occurred due to not removing the needle(product leakage)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: suspect- novopen 6, batch no.- unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: is non-reportable, malfunction, qc result, qc comment updated. Final report ticked. Expected date of follow up removed. Imdrf codes added. Evaluation inlight updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 17-jul-2024: the suspected device was not returned to novonordisk for evaluation. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. However, handling error was reported by the reporter which could have contributed to the reported event. Company comment: hospitalization is assessed as unlisted event according to novo nordisk current reference safety information of novorapid. Information on events preceding hospitalization, signs and symptoms presented by the patient, relevant medical history, final diagnosis, results from any clinical and laboratory investigations performed, details on exposure of suspect, event outcome, concomitant medications and illness, hospitalization dates, action taken to suspect drug, indication of the suspect are not available for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary: suspect- novopen 6, batch no.- unknown. No investigation was possible, because neither sample nor batch number was available.